Event description:
It was reported that patients lead has all low impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: 7023267

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced with a penta lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.